Event description:
It was reported that during a percutaneous transluminal coronary angioplasty intervention procedure gauge issues occurred. The target lesion was located in the coronary artery. During the first inflation of an unspecified balloon the encore 26 inflation device the "manometer showed no pressure valve." The inflation device was removed and the procedure was completed with another same device no patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty intervention procedure gauge issues occurred. The target lesion was located in the coronary artery. During the first inflation of an unspecified balloon the encore 26 inflation device the "manometer showed no pressure valve." The inflation device was removed and the procedure was completed with another same device no patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the root cause was previously reported as operational context. The corrected most probable root cause is handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty intervention procedure gauge issues occurred. The target lesion was located in the coronary artery. During the first inflation of an unspecified balloon the encore 26 inflation device the "manometer showed no pressure valve." The inflation device was removed and the procedure was completed with another same device no patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the needle was at 0atm on the returned device. The device was prepped with 8ml of water and the device was inflated. The gauge needle did not move. The unit was dismantled and no component was missing. The components were visually inspected and no anomaly was noted. The gauge o ring was intact and no anomaly was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).